Manufacturer narrative:
The manufacturer previously reported information received from a customer that a trilogy evo device is alarming and will not calibrate. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the trilogy evo, USA device at the third-party service center, an evt_soft_power_fail error code was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. Additionally, due to error codes discovered in the device's event log the following parts were replaced: the blower assembly to address an evt-motor-overspeed (it make noise) error, proportional valve and 3-way solenoid valve due to an evt_low_min_vent error, and the machine flow sensor to address an evt_obstruction_inspiratory_high error. Due to contamination, sticky residue and or damage the device's blower bellows seal, blower mount, rear cover, cooling fan assembly, fan retainer, main housing, handle - retention plate, vanity cover, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 have been replaced. The device has 4.26 years old and requires four-year preventive maintenance. The particulate filter and muffler assembly were replaced for preventive maintenance. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.

Event description:
The manufacturer received information from a customer that a trilogy evo device is alarming and will not calibrate. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.